Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. Technical support provided assistance by instructing the customer on how to reset the pump, which resolved the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.